Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders and patients were not crossing over to all stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders and patients were not crossing. A technical support specialist troubleshot the device and used the knowledge article 'av - anti-virus exclusion list for es servers' to guide customer on whitelisting path for background services (bs). Rebooted server, verified services, ran patient cast query in sql server management studio (ssms). All messages current. Customer confirmed system working without issue and approved closure. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders and patients were not crossing over to all stations. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.